Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A unk biomet screw and a standard 3.75 external hex implant were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported devices location and the length of the device usage are unknown. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. No complaint history review could be performed without relevant lot and item information for both unk biomet screw and a standard 3.75 external hex implant. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text : device not returned.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Email unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that standard 3.75 external hex implant, the restorative platform is a 4.1. Has a broken screw and will need the biomet external hex screw removal kit. Tooth location unknown.